Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The insulin pump involved in this event is the 640g insulin pump which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the customer received pump error 38. No harm requiring medical intervention was reported. Troubleshooting was performed and customer was able to successfully clear the alarm by rewinding the pump but failed in displacement test ,customer will discontinue to use the device. The pump will be returned for analysis.

Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. Retainer ring= black. Case type = ngp. The pump was returned for pump error 38 alarm and device test failed found on 24-jan-2023. The test p-cap locks properly in place in the reservoir compartment noted. Thus software was utilized and downloaded trace/history files properly. Pump passed the rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, sleep current test, active current test, self test, and displacement test. No ¿pump error 38 alarm¿ during testing. However, in further full review found six pump error 38 in the pump history on 24-jan-2023 between time 08:35:00.000 and 13:01:08.000. The pump was cut open to perform visual inspection and found moisture damage on the electronic assembly, motor home switch, and force sensor. The following were noted during visual inspection: serial number label stained, end cap address label fading, scratched case, keypad overlay texture damage, cracked select button keypad overlay, pillowing keypad overlay, and corroded battery tube. In summary, pump passed required testing. Customer alleged for pump error 38 alarm was confirmed due to corroded motor home switch. Moisture damage found on electronic assembly, motor home switch, and force sensor. Device test failed not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic object acts to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The information that provided with the initial report was incorrect. The correct information has been included with this report in h10 section.